Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in (B)(4) has been listed in as 5000r is an OEM manufacturing site.

Event description:
It was reported that the bd smartsite¿ needle-free valve has bubbles appearing in the parts. The following information was provided by the initial reporter: bubbles appearing in the parts.

Manufacturer narrative:
H6: investigation summary it was reported by the customer that there are bubbles appearing in the parts. According to the pictures provided, and the customer words the component 605477-100 (OEM smartsite luer lock valve port) is presenting bubbles. No samples were received at tijuana site, nevertheless, with the images depicton, the presence of fluor silicone that is considered as an acceptable condition according with the in-process specification ((B)(4). Smartsite quality specification) dir (B)(4). Version 30. Section 13.3.2. Nevertheless, test of application of fluorosilicone are performed and documented in (B)(4). (Fluorosilicone weight format for combos with system pico touch) dir (B)(4). , where is recorded the quantity of flourosilicone injected inside the component, and no irregularities were reported during the manufacturing of the s/a lots used on the finish goods lots reported in this complaint flourosilicone records showed to be within specification. 2. Root cause definition customer complaint was confirmed trough pictures provided; however, no root cause was defined since the conditions reported as air bubbles is fourosilicone which is considered acceptable according with the in process for smartsite quality specifications (dir (B)(4). ). And according with a biocompatibility test the devices and their components are considered appropriate from a biological and toxicological perspective for its intended use as defined by bd in the IFU for the marketed product.

Event description:
It was reported that the bd smartsite¿ needle-free valve has bubbles appearing in the parts. The following information was provided by the initial reporter: bubbles appearing in the parts.